Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is malfunctioning "due to the probable emptying of the reservoir in the patient." A revision surgery is going to be performed.